Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jan-2020. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('gynaecological pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("fatigued"), headache ("temple pain with slightly more headaches"), back pain ("low back pain"), arthralgia ("joint pain") and abdominal pain upper ("stomach ache"). At the time of the report, the pelvic pain, fatigue, headache, back pain, arthralgia and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, back pain, fatigue, headache and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('gynaecological pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("fatigued"), headache ("temple pain with slightly more headaches"), back pain ("low back pain"), arthralgia ("joint pain") and abdominal pain upper ("stomach ache"). At the time of the report, the pelvic pain, fatigue, headache, back pain, arthralgia and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, back pain, fatigue, headache and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.